Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of no external power alarms and atypical power cable disconnect/low voltage alarms were both confirmed via the log files. The provided log file combined with a log file extracted from the returned system controller (serial number (B)(4), evaluated separately) collectively contained data spanning approximately 37 days (B)(6) 2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. Atypical power cable disconnect/low voltage hazard events were observed, occurring on (B)(6) 2022 at 18:15 and on (B)(6) 2022 at 17:41. These alarms appeared to have been caused by the rsoc within both power cables briefly dropping below the alarm thresholds. Two no external power alarms were observed, occurring on (B)(6) 2022 at 7:11 and on (B)(6) 2022 at 8:13. These alarms occurred while the mpu was in use and appeared to have been caused by a loss of ac power, as the rsoc steadily decreased. The first alarm resolved when power was restored to the system. The second alarm remained active throughout the remainder of the log file while the controller was active; the pump speed remained above the low speed limit on backup battery power. The patient¿s driveline was observed to have been disconnected on (B)(6) 2022 at 8:48, and the controller was shut down after this time. The controller was powered on again on (B)(6) 2022 to retrieve the log file. The mpu (serial number (B)(4) was not returned for analysis. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage/power cable disconnect and no external power conditions. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files revealed two no external power alarms on (B)(6) 2022 while the mobile power unit (mpu) was in use that appeared to be caused by a loss of power. One of the alarms resolved when power was restored to the system. The second alarm remained active throughout the remainder of the data, including when the driveline was observed to have been disconnected on (B)(6) 2022 shortly before the system was fully shut down (the patient reportedly committed suicide on (B)(6) 2022). Atypical power cable disconnect and low voltage alarms were also observed while the mpu was in use.